Manufacturer narrative:
The insulin pump received with prime alarms during basic occlusion test due to protruded/loose drive support disk. Unable to prime during prime test due to protruded/loose drive support disk. Unable to perform occlusion test due to prime alarm. The insulin pump had a missing end cap sticker. The insulin pump was received without the belt clip, unable to verify belt clip anomaly. No physical damage to belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized due to high blood glucose and kidney infection. Customer's blood glucose reading at the time of hospitalization was 327 mg/dl. Customer stated that the insulin pump was alarming and squirting the insulin out during the manual prime. Nothing further was reported.